Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient mentioned he's been "having problems and had it adjusted multiple times and re-done by the doctor with different programs", then stated "I've just been using way too many catheters" stating he called manufacturer prior to calling hcp to see if manufacturer for direction. Patient mentioned his therapy was "pretty good for a while" stating he had a medical procedure maybe 6 months ago, and another procedure maybe 2.5 months ago, stating he's been suffering ever since. Patient stated "I don't know if it has anything to do with it" stating he feels like "there's magnetics under the table messing with the machine every time I have a procedure". The procedures done were not related to device/therapy. The patient made "an adjustment" a week or two ago, and again last night stating it' was "still not really great". The patient synced with programmer and stimulation was on at 4.5v. Patient programmer (pp) screen indicated patient did not have ability to change programs on implantable neurostimulator (ins) .patient turned stim up while on phone and experienced upper limit screen at 4.9v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that since a little over a week ago, the patient was not sure if their implant had stopped working because they had been using catheters and their symptoms were not being controlled; they did not currently feel stimulation, but they did in the beginning. The patient had raised stimulation from 3.1v to 3.6v, and at the time of the report, stimulation was on and the patient increased it from 3.6v to 4.1v and felt it in the correct area. The patient would monitor their symptoms now that a change was made and would discuss their symptoms with their healthcare provider (hcp) on thursday when they see the hcp. No further complications were reported/anticipated.